Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that in the past two mornings, the customer entered a blood glucose (bg) value onto the pump and the pump recommended a bolus request of 5 units. Then, after delivering the bolus, the customer realized that the pump stated a bolus of 25 units had been delivered, which caused the customer's bg level to declined. Reportedly, the customer's bg level did not drop below 70 mg/dl, due to the customer consuming food and drinking soda. Review of the bolus history showed that on both event dates, a bolus of 25 units had been delivered instead of 5 units. Tandem technical support verified that the settings had not been changed and the carbohydrate setting was turned on. The customer was unable to upload the pump data for further review. It was confirmed that the customer has manual injections available as alternate insulin therapy.